Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with a dialysis catheter. The customer reports the vein section of the catheter cracked two months after insertion. This led to 100ml of blood leakage when the patient was treated under the dialyzer. A new catheter was applied.